Event description:
The user facility reported that the distal wire tip separated away from the main body of the wire during a coronary intervention. As a bailout the physician chose to stent the wire up against the vessel wall. Outcome for the patient was satisfactory. No blood loss was reported. Additional information was received on 19feb2025: the patient's anatomy was particularly tortuous at the point of separation. An acute angle/takeoff from the proximal lad into the ostium of the circumflex. Stents were deployed in the circumflex, circumflex ostium, and proximal lad. It was noted that the stents covered the wire segment in question prior to wire removal. Approximately 3-4cm; additionally, the wire segment that separated, was the estimated length of the radiopaque marker. The wire was stented proximal, and ostium of circumflex and proximal lad. The patient was stable. The intended procedure was able to be completed.